Event description:
It was reported that the user experienced repeated occlusion alerts while using the ilet system, with persistent hyperglycemia around 300 mg/dl despite performing daily supply changes and having completed a factory reset approximately one week earlier. At the time of the event, the user did not have new supplies available and declined an additional supply change, instead choosing to correct the elevated glucose with fast-acting insulin by pen while remaining disconnected from the pump. Symptoms included polyuria, nausea, and emotional distress associated with high glucose. Outcomes included temporary interruption of pump therapy and user-managed correction with subcutaneous fast-acting insulin. Investigation included remote troubleshooting, user support, and shipment of replacement supplies. Investigation of this case revealed hyperglycemia consistent with confirmed infusion set occlusions, leading to lack of insulin delivery until the user corrected with an insulin pen. It was concluded that the event was due to infusion set occlusion, with user-managed correction and no further medical intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.